Event description:
It was reported that patient presented with vibratory alerts. Upon interrogation, high, out of range pacing impedance was observed. Physician suspected lead fracture, although x-ray was negative for fracture. Device reinterrogation gave a normal, in-range impedance reading. The patients ejection fraction had improved and the patient was no longer considered a risk. The physician programmed tachy therapies off. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.